Event description:
Title: short term clinical outcomes of the combined eyewatch implant and eyeplate in refractory glaucoma-a united kingdom dual centre study. The aim of this study is to evaluate the clinical outcomes of this new system in patients with uncontrolled glaucoma and prior failed filtration surgery. Between june 2018 and october 2020, a total of 27 patients underwent implantation of the eyewatch system using prolene 7-0 sutures and vicryl 8-0 sutures. Reported complications are. N=3; transient choroidal detachment. Treatment: not mentioned. N=5; flat/shallow chamber. Treatment: not mentioned. N=1; wound leak. Treatment: not mentioned. N=2; hyphaema. Treatment: not mentioned. N=1; retinal detachment. Treatment: vitrectomy. N=1; iris incarceration. Treatment: not mentioned. N=1; transient diplopia. Treatment: not mentioned. N=1; cataract formation. Treatment: not mentioned. N=1; uveitis. Treatment: not mentioned. In conclusion, the eyewatch system allows for peri and postoperative non-invasive adjustments to resistance of aqueous humour outflow. At 12 months the majority of patients experienced adequate intraocular pressure control, with over 47% not requiring anti-glaucoma medications.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned the single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: int ophthalmol. 2025 jun 24;45(1):258. Https://doi.org/10.1007/s10792-025-03573-8 pmid: 40553153; pmcid: pmc12187889.